Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an endoscopic gastric surgery, after firing, some staples were formed with irregular shapes and the anastomotic site was bleeding. Changed to another two ecr60b reloads and they all have the same issue. The surgeon used suture to oversew and stop bleeding. The patient is currently stable and there were no patient consequences.